Manufacturer narrative:
Additional patient identifier reported as: (B)(6). Patient weight is unknown. Device was not able to be explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown surgery performed on (B)(6) 2018, the surgeon was not able to remove the two (2) screws because of the damaged heads. The implant was extra articular plate of distal humerus. Screws had to be removed to reposition the plate. New screws were put and surgery time was increased for unspecified time. No medical intervention was required. Procedure was successfully completed. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10: date device returned to manufacturer. H3, h6: visual inspection: upon visual inspection of the complaint device it can be seen that the two received screws are both badly damaged. By the first screw, the screw had been missing, furthermore the screw is damaged all over. The second screw, has a crashed screw had with a missing bit. Both screws are well used and damaged after production. Dimensional inspection: in addition, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the missing information and the damage. Not required per selected investigation flow as root cause is use related. Drawing/specification review: not possible about the missing information and not required per selected investigation flow as root cause is use related. Material review: not possible to review the certificate of the raw material about the missing information. Summary: DHR review could not be conducted due the insufficient information¿s. Because of the damage and the missing information, the complaint relevant dimensions cannot be checked for dimensional accuracy. There is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.